Event description:
It was reported that the patient had an open circuit on his first implant in (B)(6) in 2002. It was noted that this occurred after 18 months. It was also noted that the patient had paddle leads. It was further reported that they "opened him up" and tried to find the open circuit, but could not find it so they "ripped it out so he could have an MRI." It was later reported that the patient had his first system replaced due to an open circuit. It was noted that after 3 hours of intraoperative without being able to isolate the failure they decided to take the entire system out a put a new one in.

Manufacturer narrative:
Product ID 3887-28, lot # j0012801v, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type extension; product ID 3887-28, lot # j0012798v, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type extension. (B)(4).